Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the subject underwent a revision due to glenoid wear/loosening. No other effects noted in report. Subject (B)(4).